Event description:
On (B)(6) 2022, it was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the clinical manager in the patient¿s associated clinic stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted. During the hospitalization, the patient had a pd culture obtained which grew the bacteria escherichia coli (e. Coli) and the patient was diagnosed with peritonitis. It was stated the patient was treated with antibiotic therapy while hospitalization. Subsequently, on (B)(6) 2022, the patient was discharged continuing pd therapy with the same cycler. The clinical manager confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The clinical manager attributed the peritonitis to touch contamination during the pd exchange.